Event description:
It is reported that the fiber metal mesh of the cup had debonded with a segment of it ingrown into the acetabulum, separate from the cup which had become loose. The device was explanted in 2006. Date of implant is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.